Manufacturer narrative:
Concomitant medical products: product ID: rs5200, serial#: unknown, product type: recharger, product ID: 978a128, serial#: unknown, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative the patient experiences a shocking sensation when charging with the sense of increased amplitude on connection with the recharger. It was recommended for the patient to use the charging belt as was holding against the skin. Turned the speed to slow also but this made no effect (B)(6) 2021.

Event description:
Additional information received from a manufacturer representative (rep). The patient described an increased 'shock' so an increased amplitude, just for a few seconds. The patient describes this occurring every time she connects to the remote control or the charger. So, this seems to be on every time using telemetry. The patient was charging directly onto the skin, so I've relayed the advice to use the belt (or a layer of clothing). The patient had the implant on the 9th of april 2021. She was able to complete the charging cycle.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID rs5200 lot# serial# unknown implanted: explanted: product type recharger product ID 978a128 lot# serial# unknown implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
From (B)(4): the manufacture representative reported that the patient had an increase in frequency at the initial connection with recharging her micro device and electric shocks during the charging phase. The recharger had already been set to slow charge mode and the patient is using the belt to charge. Additional information received reported that the patient was charging directly onto the skin so it was advised to use the belt (or a layer of clothing). She is able to complete the charging cycle.